Event description:
The physician performed an arteriotomy closure with the closer tsl 6 fr. Device. The device deployment was normal; however, the access site continued to bleed. The groin was compressed to achieve hemostasis. Two or three hrs post procedure, the pt's leg was white. An angiogram was performed which showed an occluded artery and a spasmed vessel. The pt was taken to surgery, where the surgeon discovered that the vessel intima has been dissected. The vessel was repaired. Perclose attempted to obtain follow up info on this report, without reply from the rptr. In the event that more follow-up is obtained, co will send an update to this report.